Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test and self test. No unexpected multiple insulin pump error alarm noted during the testing. However, insulin pump error alarm was found in the pump history due to software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they were able to clear alarm able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.